Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that caller was not able to get excellent connection when trying to charge the patient's implant, only good connection. Caller said that last friday they met with the manufacturer representative (rep) at the surgical center and they tried like 3 times and were unable to get the connection status to excellent either. Caller stated that they had the same issue last night. Agent reviewed placement of the recharger over the implant. The patient was redirected to their healthcare provider to further address the issue. Spoke with patient rep and they said they are comfortable using and charging the devices at this time. They did ask for some tips on getting the recharger to 'excellent connection' so gave her a couple tips to try. Agreed to a follow up call on november 4th at around 3pm est.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reported that the cause of difficulty getting to excellent connection was due to user error, patient reported that they did not know how to use device.